Event description:
Customer states they are getting unexpected negative reactions with cell #7 (donor #c3471), js (a+), of panocell 20, lot 43541, when testing 2 patients with previous history of anti-jsa. Repeat testing performed with other js (a+) cells, cell #16 (donor #n583) of panocell 16, lot# 43524 and cell # 4 (donor #d633) of panocell 10, lot 42518 resulted in 2+ or greater reactivity. Testing was performed using the tube method.

Manufacturer narrative:
Cell #7 and cell #16, js (a+b+) from retentions of panocell-20, lot 43541 and panocell-16, lot 43524 respectively, were tested with the patient's sample using peg, lot peg61-2 as the potentiator. The patient's sample exhibited no reactivity with cell #7 from retention panocell-20, lot 43541 and 2+ reactivity with cell #16 from retention panocell-16, lot 43524.